Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced u1,3 on display board assy was dim segment. A review of the device history record for sn (B)(4) was performed from 07/03/2018 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The cause of the reported issue was due to display board assembly of the u1, 3 dim segment.

Event description:
Display / screen- dim segments on rate display was reported.